Event description:
A customer reported that one (1) one-link needle-free IV connector could not have the line flushed by the nurse. The one link was connected to a peripheral inserted central catheter line. The one link was replaced with another one link and the line worked with no issues. The event occurred during patient infusion in the intensive care unit; there was no patient injury/reaction reported; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. A batch review could not be performed as the lot number is unknown.